Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of an ophthalmic forceps failed to open or close after they were inserted into a patient's eye during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
One forceps sample was received in opened original packaging including the cover foil. The returned sample shows surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned forceps was visually inspected with the aid of a photomicroscope with various magnifications which show surgery residuals. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. It is visible that the bonding procedure was performed correctly. The connection between the tube and the tip meets specification as glue is visible. It is confirmed that the connection between the tube and the tip failed, but the root cause could not be identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).